Event description:
This patient had a sling procedure performed in 2001. The patient had been complaining of symptoms of an overactive bladder and pain since the original procedure. The notes supplied by the original physician stated that the patient had granulation tissue of the vagina, which had been treated with silver nitrate. The pain had also been addressed with some un-named urethral suppositories. A second physician saw the patient at the end of the month and found an area of visible mesh in the vagina to the right side of the midline. The physician also performed a cystoscopy and noted that tape was present in the bladder. In 2002, the physician performed an expoloratory procedure using an abdominal/vaginal approach. Upon opening the bladder she found the tape on the right side lateral to the urethral opening just above the urethral-vesicle junction. The physician removed the tape. Upon further exploration physician found an additional piece of mesh on the left. This was removed. Both had entry and exit sites indicating the probability that the tape was passed through the bladder during the original procedure and was not a result of erosion.